Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter shaft was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend and subsequent delay remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00396, 3005334138-2023-00397 during a focal tachycardia procedure, a delay in procedure occurred due to the appearance of the catheter. The catheter appeared bent on the mapping system. Upon withdrawal from the patient, the bend was confirmed. The catheter was exchanged but would not plug in completely, the cable was exchanged with no resolution. A second catheter was obtained and the same issue occurred. A third catheter was used to complete the procedure with no adverse consequences to the patient.